Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported through a direct call from the customer to the emergency support program that the intra aortic balloon had issue was regarding malposition of the intra-aortic balloon (iab). No patient harm or injury was noted. Rn reported possible early deflation while the pump was in auto mode with ECG trigger. A screenshot showed appropriate deflation and augmentation. A chest x-ray was recommended to verify catheter placement. Later imaging confirmed the catheter tip was positioned lower than the recommended 2nd¿3rd intercostal space. Candice was advised to notify the physician regarding the malposition.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: a4. No decon or visual inspection performed since product was not returned and could not be evaluated. Since the product was not returned, we were unable to evaluate the device. Based on the event description, the balloon tip was not located in the recommended position, which could be due to either a clinical placement error or migration of the iab. The esp representative confirmed the balloon was out of position; however, it is not possible to determine the exact cause of this occurrence. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).